Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage, keypad anomaly and unexpected alarm. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to lake water. Customer stated that he jumped into the water. Customer was unable to check alarm history and can't clear the unexpected alarm because of keypad is not responding. Customer cannot access the self-test as the keypad will not respond. Customer was advised that we are sending cot pump and declined to send oow pump back.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces also, moisture damage was found on the motor assembly and electronic assembly. Unable to verify a21 alarm due to no button response. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, broken reservoir tube lip and broken belt clip slot.